Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019.

Event description:
The customer reported the unit was not delivering selected volumes. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Manufacturer narrative:
Date received by manufacturer: 01nov2019. Report date: 04nov2019. The field service engineer performed evaluation and performed successful extended self test (est). The field service engineer advise the customer to complete a full performance verification test (pvt) and address any issue found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 11nov2019. Numerous attempts were made to obtain information on the repair of this device, no information are forthcoming, this complaint is being closed. If further information is obtain this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.